Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device obturator will not fit down the sleeve. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 11/18/2008. Eval summary: the analysis results found that the b11lt instrument was returned with a 12mm obturator labeled as a 11mm obturator. Due to the returned condition the obturator would not fit into the cannula. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.